Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported device interrogation on (B)(6) 2017 revealed a pump motor stall occurred on (B)(6) 2017 at 17:18 with a recovery at 19:49. The cause of the stall was not known. No patient symptoms were reported. No action was taken as an intervention. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving dilaudid (2.5 mg/ml at 0.7505 mg/day), bupivacaine (30.0 mg/ml at 9.006 mg/day), and baclofen (300.0 mcg/ml at 90.06 mcg/day) via a implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study via a device manufacturer representative indicated the pump logs showed a pump motor stall on (B)(6) 2017 at 12:13 with recovery on (B)(6) 2017 at 00:50. The cause of the stall was not known though it was suspected that the hospitalist may have ordered a magnet to stop the pump. It was further reported a programmer report received from the representative revealed a pump motor stall alarm occurred at interrogation. The logs revealed the pump motor stall occurred at 01:04 on (B)(6) 2017. The representative presented to the hospital to program the pump to stop mode, so it was suspected that a magnet may have been on the pump to suspend therapy. The therapy was suspended by programming the pump to stop mode on (B)(6) 2017 as an intervention. The outcome was unresolved with no further action planned.

Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated upon further review of records, the hcp determined that a magnet was placed over pump resulting in a stall, not a spontaneous stall with an unknown etiology. It was indicated they will add system modification. Additional information received indicated there were no system modifications related to this event. No further complications were reported/anticipated.